Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this report was interrogated on (B)(6) 2011 around 12:30 (initial interrogation, post implant). The physician reported that the programming system showed several warning messages related to a reset of the ICD (last reset date: (B)(6) 2011 12:32; [27] the device was re-initialized 1 time since the beginning of life; [33] number of re-initializations by the programmer: he/she requested an explanation about these warnings.